Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation for the report of injector plunger over-riding the lens and damaging the lens; therefore, the condition of the product could not be verified. There was no lot number identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the shooter overrode the lens. Additional information was provided indicating that there was no patient contact. The lens was placed in the cartridge then into the shooter, the shooter overrode the lens and damaged it.